Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level that was displayed as "high"; although a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin. System check with tandem technical support confirmed the pump was functioning as intended and that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.